Manufacturer narrative:
G4: 22oct2020, b4: 04nov2020. The replaced front bezel was returned for failure analysis. It was determined to be due to liquid ingress caused the reported navigation ring failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 17sep2020. B4: 18sep2020. The field service engineer replaced the front bezel to resolve the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02sep2020.

Event description:
The customer reported navigation (nav) ring does not work. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.